Manufacturer narrative:
This report is a response to uf report # (B)(4). Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. (B)(4) conducted a visual and functional evaluation of the actual device, as well as a device history review, and no anomalies were noted. The device was found to be fully functional and within specification, no manufacturing defects were observed. (B)(4)

Event description:
New gtube product placed in pt following pt pulling her out at home. This pt recently had the gtube placed via surgery. The new gtube was supplied from here and placed into patient by provider. As far as I know the placement was smooth and diagnostic xray was ordered to confirm placement. Once placement was confirmed parents of the pt attempted to attach connection tubing to give pt home medications. At this time the parents called pts nurse into room stating they couldn't get tubing to click into gtube port. I was then called to assist. I was able with increased effort and force to get attachment into gtube. Parents were unable to get attachment in and during comparison of prior gtube the locking mechanism of new port was much more difficult and seemed to be possibly defective. That gtube was removed and another gtube was placed and tested. The connecting the extension tubing was easily done and seemed to be working well. Another xray was done to confirm placement.